Manufacturer narrative:
No conclusion code available. Final analysis confirmed the reported premature battery depletion. Review of the device memory and measured battery voltage trends shows a sudden decrease of the measured battery voltage in (B)(6) 2015, followed by a slow recovery to higher levels. After a device software download, the device exhibited normal characteristics. The device was exposed to extensive testing, normal battery voltage was measured throughout the tests and the eri indicator was not re-activated. Thus, it was not possible to determine the root cause of the sudden battery voltage decrease in september 2015. (B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition post procedure.